Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: inflow graft malfunction/malposition

Event description:
Major pump unit(s) involved: blood pump. Additional text: dysfunction with inflow obstruction. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: obstruction by intraventricular septum, revision required. Causative or contributing factor: no specific contributing cause identified. Intervention(s): other interventions, specify. Other intervention : surgical revision of inflow cannula by elevating inflow cannula anteriorly and inflow elbow inferior. Implant device type: lvad.